Manufacturer narrative:
(B)(4): approximate age of device ¿ 2 years and 4 months. (Calculated from the date when the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that review of the log file showed multiple "low voltage" advisory alarms in addition to one pump stoppage event. It was reported that the patient was asymptomatic and was unaware of the events. It was noted that the low voltage advisories had been a reoccurring issue and the customer had already exchanged the patient&#38112;battery clips multiple times in addition to having replaced his batteries. The patient's system controller was exchanged. No further events have been received at the time of this report.

Manufacturer narrative:
Upon evaluating epc-38071, the reported events of pump stop/total loss of external power and low voltage alarms were confirmed, based on the analysis of the log files which were downloaded from the returned device and submitted for review. The returned system controller was functionally tested and exercised while connected to the equipment in our lab. The returned system controller was found to function as intended during analysis even while supported independently by either power lead. The review of the log files revealed a single power interruption (a complete loss of power) event, which appeared to occur during a power exchange. This event was associated with a low flow hazard, a low speed hazard and low speed operation active flags. The root cause was unable to be conclusively determined. The log file also captured multiple low voltage advisory events while the returned system controller was operated on battery power. The recorded voltage levels associated with these events appeared to occur when the returned system controller was operated on depleted 14-volt li-ion battery(s). The cause for the atypical events contained within the log files could not be attributed to the returned system controller and the analysis could not conclusively determine the root cause of the recorded events based solely on the investigation of the system controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.